Manufacturer narrative:
It was reported that as staff was preparing to access patient's port they discovered that the saline syringe in the kit was completely empty. It was therefore not utilized (attached) to the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
As staff was preparing to access patient's port they discovered that the saline syringe in the kit was completely empty. It was therefore not utilized (attached) to the patient.